Manufacturer narrative:
Occupation equals lay user/patient.

Event description:
The customer's daughter complained of questionable inr result from a coaguchek xs meter with serial number (B)(4) compared to the result from an unknown laboratory reagent. At 9:57 am the result from the meter was 4.8 inr. The customer went to the emergency room and at 1:30 pm the result from the laboratory was 3.28 inr. The customer's therapeutic range is 2 to 3 inr. There was no allegation of an adverse event. The customer's current condition was provided as normal. The customer's coumadin dosage was held for two days due to the laboratory results. The customer has no hematocrit concerns, has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, and no symptoms of bruising or bleeding. The customer had started on an antibiotic a week and a half ago. The meter and strips were requested for return. Replacement products were sent. Retention test strips (lot 29494221) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.